Manufacturer narrative:
No devices were returned for evaluation. The results will be submitted as they become available.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest tradition pro handpiece would not hold dental burs. There was no injury in the event.